Event description:
It was reported that the patients implantable pulse generator (ipg) was at end of service upon device interrogation with a boston scientific representative. The patient underwent an ipg explant procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was at end of service upon device interrogation with a boston scientific representative. The patient underwent an ipg explant procedure.